Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.